Event description:
Hcp reported pt presented 10 days post operatively with signs of an infection of the lead track. This includes redness. Cultures of the lumbar region were obtained. The type of organism cultured is unk. The pt was treated with IV antibiotics and explantation of the device in 2004. The device was not returned to the MFR for analysis. Hcp reports infection is now resolved.